Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported patient death could not be conclusively determined.

Event description:
The patient expired due to unknown causes. The device was explanted and interrogation revealed intermittent undersensing without therapy during episodes of ventricular tachycardia. There was no apparent malfunction related to the device and the cause of death remains unknown. Further information was not available.